Event description:
Refer toadditional for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: date of report, concomitant medical products , PMA/510k, and if follow-up, what type. (B)(4) - intuitive surgical, inc. (Isi) received the power supply involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. Visual inspection of the unit found a bent metal chassis. The power supply was unable to be installed into the test system for verification of the failure due to a broken switch. If additional information is received, a follow-up MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the power supply for failure analysis. Device evaluation is anticipated but not yet begun. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci-assisted prostatectomy procedure, the customer did not have video on high resolution stereo viewer (hrsv). The settings were checked, led was not lit for endoscope angle and the selection button was not responding. On touchscreen, both eyes were okay but not on surgeon side console (ssc) which had both eyes black without icons. A emergency power off (epo) was performed on the ssc and a restart on the system but the issue persisted. While performing troubleshooting, the surgeon decided to convert the procedure to laparoscopy. Another epo and restart was performed but the hrsv was completely black, no icons and no initialization message. There was no reported injury. Intuitive surgical, inc. (Isi) obtained the following information from the site about the complaint: the system was inspected and checked prior to starting; the issue presented at the beginning of the procedure upon insertion of the instruments (ports had already been placed).the surgery was able to be completed with traditional laparoscopy. No additional anesthesia was administered to the patient. The patient is doing well. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the power supply to resolve the issue. The system was tested and verified as ready for use.